Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosis was located in the mild tortuosity and moderately calcified iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the 1st inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another same device. No patient complications nor injuries were reported.